Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 1.50mm x 15mm fg maverick balloon catheter was advanced for dilation together with the 6fr guide catheter and 0.014 guide catheter as part of the preparation of the vessel. However, it was found that the balloon was ruptured and does not reach 4 atmospheres while trying to inflate with the insufflator syringe. The procedure was completed with another of same device. There were no patient complications reported.